Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report air bubbles in the reservoir. The customer has changed the reservoir but the air bubbles keep coming back after a day or two. Blood glucose reading was 131 mg/dl. Troubleshooting was performed. The issue has been resolved and no leaks were detected. The air bubble issue has been occuring for 6 years. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).